Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of an atrial beat on a stored right atrial automatic threshold (raat) test electrogram (egm). Atrial intrinsic amplitude was noted to be out of range, measuring 0.5 mv. All other lead parameters were satisfactory. Technical services (ts) recommended further review. No adverse patient effects were reported. This lead remains in service.